Event description:
Reporter states the customer obtained results of 3.6 mmol/l and 7.0 mmol/l within a few minutes of each other, on the aviva system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in another country.